Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings. The customer's blood glucose level was 256 mg/dl. Reportedly, the transmitter and pump were not being worn within line of sight. The customer moved the pump and transmitter within line of sight and connection resumed.